Event description:
During surgery, when the surgeon tried to insert the implant using inserter, implant broke. Therefore, the surgeon removed broken implant.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The disc space was not trial for size prior to implant selection. The oic surgical technique indicates that reamers or reamer-distractors should be used to determine the size of the disc space. Materials analysis confirmed that causes of cage fracture to be a user applied overload during insertion. If an implant is oversize this may result in additional stress on the device and contribute to fracture. Conclusion: the plausible root cause of the reported event is a misuse of the device, specifically excessive impaction force as the result of an oversized implant (lack of trialing).

Event description:
During surgery, when the surgeon tried to insert the implant using inserter, implant broke. Therefore, the surgeon removed broken implant.